Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging an error 1 message with the lfs meter. The pt ate food and/or drank a beverage after attempting to use the meter. He did not seek medical attention or contact his md for advice. The technique use for applying blood on the test strip was done properly and the battery compartment was in good condition. Ccr had the pt retest and the error 1 message appeared on the screen. Error 1 indicates that there is a problem with the meter. Ccr was unable to resolve the issue and sent the pt a new meter. This case is being reported as a malfunction, since the error 1 message was not resolved.